Event description:
A facility reported difficulty in steering mayfield modified skull clamp (a1059) when under pressure. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the lock had movement in the locked position.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: evaluation of the unit showed that the lock has rotational and lateral movement and a residue buildup was present. New components have been added to replace worn internal parts and general maintenance performed. Root cause: complaint confirmed via inspection of the unit. There was movement in the lock while in the locked position, requiring replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.